Event description:
In 2001, physician implanted a 32mm aso in a woman with a secundum atrial septal defect. The procedure was uncomplicated and following implantation she was treated with aspirin for 6 months and clopidogrel for 3 months. She subsequently complained of some palpitation and cardiac monitoring demonstrated some atrial ectopics, but no other arrhythmia. She then remained well six years later when she was presented with severe central chest pain associated with some electrocardiograph abnormalities and a rise in serum troponin 1 to 37mcg/l. She was in sinus rhythm. She is a smoker but has no other risk factors for vascular disease. Coronary arteriographic demonstrated normal anatomy apart from a filling defect at the bifurcation of a diagonal branch consistent with an intra-coronary thrombus. Transesophageal echocardiography confirms that the aso is in a satisfactory position with no evidence of thrombus on the left atrial disc or elsewhere in the left atrium. The coronary arteriographic appearances suggest that she may have had a coronary embolism and in the absence of any other source the physician suspects this may have arisen from the aso device. Pt is doing well.

Manufacturer narrative:
Since being notified of the incident, aga medical corp has requested additional info from the physician on 1/15/2007, 1/26/2007 and 2/8/2007. As of the filing of this report, no additional info has been received by aga medical.